Event description:
It was reported that a patient underwent an obturator sling procedure in 2007. Following the insertion, the patient experienced chronic pain at the site of the sling placement. Partial excision of the mesh is planned. Additional information has been requested.

Manufacturer narrative:
(B)(4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.